Manufacturer narrative:
(B)(4). The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that, during a central line insertion procedure in which the spectrum minocycline/rifampin impregnated double lumen central venous catheter was employed, the wire got hung up on the needle. This reportedly caused the wire guide to kink and unravel. A smaller wire guide was ultimately used to complete the procedure, and the customer confirmed that the product malfunction did not necessitate any additional procedures or result in any patient adverse events. The device has reportedly been disposed of and is unavailable for return and evaluation.

Manufacturer narrative:
Investigation summary: a review of the drawings, instructions for use(IFU), quality control and manufacturing instructions were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. The complainant device lot number is unknown. Thus, a review of the device history record, nonconformance history, and related product complaints query could not be conducted. However, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. It is possible based on the provided information that the root cause of this event is procedure related, based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.